Event description:
It was reported that this was an arteriotomy closure of the calcified left common femoral artery using prostyle devices after a peripheral intervention procedure using a 6f sheath. Reportedly, after the suture was harvested, the foot would not retract with the lever down. Multiple attempts were made to close the foot. During device removal, the puncture site became larger than 6f during removal. The foot was noted to still be partially opened when removed. After removal, two other prostyle were attempted to close the site; however, it was noticed the sutures did not capture the vessel with device removal. A cuff miss was noticed for a fourth prostyle. Another proglide device was used and achieved hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The three additional prostyle devices referenced are filed under separate medwatch report numbers. Na.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty closing the foot and difficulty removing the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that the device was removed with the foot in the deployed position. It should be noted that the prostyle instructions for use, states: do not attempt to remove the device without closing the lever fully to its original closed position, ¿1¿ is visible on top of the lever. In this case, it is possible that the suture interacted with the foot during the deployment attempt contributing the reported difficulties which were circumstantial during the removal attempt. A conclusive cause for the reported difficulties could not be determined based on the returned device condition. Factors that contribute to a difficulty closing the foot and difficult to remove may include, but are not limited to, tissue or suture caught in foot, posterior cuff partly deployed in the foot. The reported patient effect of tissue injury is a known inherent risk of the procedure. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6: health effect - clinical code 4582 removed.